Event description:
The procedure was to treat a narrow and eccentric lesion in the distal anterior tibial artery. During advancement of the 1.2 x 12 mm armada balloon catheter and the winn guide wire, the physician stated that he was unable to advance the devices to the anterior tibial artery. During advancement, there was no resistance with the guide wire, but when the armada balloon was attempted to be removed, it was found to be stuck on the winn guide wire; therefore, the devices were removed together. A new balloon catheter and guide wire were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number: (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ht winn guide wire is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.